Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump was switched off. The customer¿s blood glucose level was unknown. The customer stated that the pump switched off without alarm. The insulin the pump will not returned for analysis

Manufacturer narrative:
Pump not in manufacture mode. Pump powered up properly after battery installation. No blank display noted. Pump passed the self test, sleep current measurement, active current measurement, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. Pump received with normal operating currents. The pump was monitored for a day and no unexpected low battery alarm, powering off, or blank display during testing. Verified the battery tube power connector is properly connected during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.